Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to reprocessing was not conducted properly due to leakage from distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in IFU: gif-h185 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex video scope has moisture in the device. It's unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, the air/water cylinder has foreign objects was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the switch flexible printed circuit unit cover has discoloration due to water leakage and switch flexible printed circuit has corrosion due to water leakage. In addition, the scope connector case unit is deformed, micro connector unit in scope connector is dirty due to water leakage, plug unit is dirty due to water leakage, circuit board unit in scope connector is dirty due to water leakage, outside shield unit is dirty due to water leakage, cable unit is dirty due to water leakage and shield cover is dirty due to water leakage. Finally, due to corrosion on plug unit, b30(scope communication error) occurs, due to a crack on distal end, water tightness is lost, adhesive around light guide lens has a chip, and adhesive on bending section cover is detached. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.